Event description:
It was reported that a patient, initial right shoulder implanted on an unknown date, underwent a revision procedure in (B)(6) 2024. The shoulder became infected. They explanted all implants and then implanted an antibiotic spacer. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are available for return. No device images are available. No further information.